Event description:
It was reported that during a shoulder procedure using a quantum ii controller, the unit would not work. After a 15 minute surgical delay, the surgeon opted to complete the procedure using a competitive device. There were no patient complications reported as a result of this event.